Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or upload the insulin pump using carelink due to no button response. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and broken reservoir tube lip.

Event description:
Customer reported unresponsive buttons after changing her battery. She also reported that her act button was not working. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.